Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- clinical engineer. PMA/510(k)- k130280. The actual sample was received for evaluation. Visual inspection revealed that a tube from another company was connected to the blood inlet port, and blood was adhered to the joint between the tube and the blood inlet port. The actual sample was rinsed, and then normal saline was circulated while the tube from other company was still connected. As a result, leak was observed at the joint between the tube and the blood inlet port. No leak was observed in the remainder part of the actual sample. The actual sample was separated from the tube, and the blood inlet port was inspected under magnifier. The port was found to have been cracked. The cracked part was inspected with polarized light strain viewer. Compared to a current product sample, no difference in the molding state was observed. The tube from the other company was subjected to qualitative analysis by ft-ir. The tube was found to contain bis(2-ethylhexyl)phthalate (dehp) as a plasticizer. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the blood leakage occurred due to the blood inlet port having been cracked. Based on the experience ashitaka has gained, it is known that the blood inlet port may get a chemical crack when it is exposed to dehp. From this, it was presumed that the blood inlet port of the actual sample got a crack when the tube from other company, which contained dehp, was connected to it. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported involved capiox device was used during the procedure. About 20 minutes after the oxygenation started, blood leakage was found at the lower part of the inlet port of the oxygenator. The pressure before the oxygenator was around 230 - 250 mmhg and blood flow rate was around 900- 1000 l/min, which was considered to be the usual level. Roller pump was used. The circuit was from jms. As the leakage was minimal, which was about 10 drops, the circulation was continued with the involved oxygenator. They reported the leak stopped in 30 minutes. They suffered no problem during use. The procedure was completed successfully. The patient was not harmed.